Manufacturer narrative:
Additional information was received that the reason for revision procedure was the patient lost coverage in the back. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads were relocated and the ipg was replaced for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads were relocated and the ipg was replaced for an unknown reason.